Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on (B)(6) 2009. It was reported that the revision surgery was performed on (B)(6) 2018 by replacing another cup, insert, and the head. During the revision surgery, the surgeon had a difficulty to remove the stem because the taper lock of the sleeve and stem was too strong so that there was 90 min. Surgical delay. No further information was provided by hospital. There was a surgical delay of 90 minutes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.